Event description:
The customer reported that a red alarm did not sound at the info center or at the bedside.

Manufacturer narrative:
(B)(4): the customer reported that a red alarm did not sound at the info center or at the bedside. Based on the available info, a nurse and doctor were in front of the central station and saw a visual red desat alarm at 60% with no sound at the sdn bedside. The customer informed philips that there was no alarm at the info center and bedside. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.